Event description:
Reporter stated an 11.0 i.u. Bolus was programmed via the blood glucose monitor but the bolus was not correctly delivered by the infusion device. The customer experienced hyperglycemia of 400 mg/dl as a result. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.